Event description:
It was reported that, 3 yrs following a bankart repair, the pt presented with recurrent shoulder pain and a swollen shoulder. The procedure had included a shoulder repair with an open bankart using metal anchors. The physician thought the pt may have re-torn the orignal repair. During a second surgery, the physician put the scope sheath into the pt's shoulder, removed the obturator and pus was expelled. Physician debrided the wound and left the anchors from the previous surgery in place. The pt was treated with IV antibiotics for 6 weeks followed by another month of oral antibiotics. The surgeon believes that the pt has since healed because the pt has not returned since the pt's 3 month follow-up appointment.